Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Additional information: manufacture date provided in appropriate field.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. It was reported that troubleshooting identified the firmware of the imaging system was not operating as designed. The firmware was then reloaded and home invalidated with resolution. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the gantry of the imaging system emitted an unintended noise and the image acquisition could not be completed. The reported issue occurred during a site training. There was no patient present when this issue was identified. No additional information was provided.